Manufacturer narrative:
=Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon evaluation, the rear response button cable was loose from the connector. The cause for the inability to activate the device is the loose connection between the response button and the connector. The root cause for the loose connection and worn contacts cannot be positively identified. No adverse event resulted from the defective response button. The patient received a replacement monitor.

Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the response buttons will not activate the device. The patient was issued a replacement monitor.